Event description:
Report of possible overdelivery received. The pump was in home care use infusing subcutaneous morphine in a 6mg/ml concentration (600mg/100ml), at 3.6mg/h with a pca bolus dose of 0.6mg, a pt lockout of 15 minutes and a 4 bolus per 4 hour limit. The pt reported that "over several days in a row, the IV container was emptying between 6 to 8 hours too early." It also reportedly emptied "one whole day early" on one unspecified day. The pt reports there were no alarms and that she did not purge any of the solution. The pt did not experience any signs of oversedation or any other adverse effects; she was concerned about getting another container of morphine in time to avoid exacerbation of her pain. The number of bolus doses she had been requesting was not known. No additional info was available.